Event description:
It was reported that 'during catheter insertion, asepsis and antisepsis right subclavian puncture was attempted on three occasions, with blood return exhibiting poisonous characteristics. The guide wire was passed, but upon withdrawal, the guidewire frayed. A new attempt was made, and the catheter was successfully passed without complications during the withdrawal of the guide wire. However, there was no return of the lines'. The patient is fine and had no harm or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that 'during catheter insertion, asepsis and antisepsis right subclavian puncture was attempted on three occasions, with blood return exhibiting poisonous characteristics. The guide wire was passed, but upon withdrawal, the guidewire frayed. A new attempt was made, and the catheter was successfully passed without complications during the withdrawal of the guide wire. However, there was no return of the lines'. The patient is fine and had no harm or injury.